Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and range limitations.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history records were reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Surgical notes were provided, retained posterior condyle was not cut. A definitive root cause can be determined to be misuse with all the information provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are multiple medwatch reports for this patient; the MDR report numbers are as follows: 1822565-2016-01659, 1822565-2016-01662, 0002648920-2016-03301 and 3007963827-2016-00076. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is 1 of 6 for this patient:0001822565-2016-01659/1822565-2016-01659/1822565-2016-01657/ 0002648920-2016-03301/0001822565-2016-01607/3007963827-2016-00076.